Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating an endoleak using ruby coils. During the procedure, while attempting to deploy a ruby coil in the target vessel using a lantern delivery microcatheter (lantern), the physician pushed the ruby coil against the existing endograft and the ruby coil became snagged to it. While attempting to retract the ruby coil, the physician experienced resistance during the initial pull and the ruby coil became kinked and appeared fractured. The physician was able to remove the ruby coil without further issue. The physician then moved the lantern to a new location and the procedure was completed using six new ruby coils and the same lantern. There was no report of an adverse effect to the patient.